Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the tip of a 20 ml bd plastipak¿ syringe luer-lok¿ was found deformed prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the tip of a 20 ml bd plastipak¿ syringe luer-lok¿ was found deformed prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one unused sample was received for evaluation by our quality engineer. Upon visual inspection of the sample, damage was observed to the threads of the syringe and the edge of the barrel. A device history record review of lot 1804220 did not reveal any issues during the production of lot number 1804220 that could have contributed to this damage. As this is not the first complaint received for such damage on the 20ml ll product, a project has been opened to further investigate this issue and reduce its occurrence. The root cause was determined to be related to the manufacturing equipment through the project's investigation. Corrective action was taken in regards to the manufacturing equipment to avoid this type of damage and a photo-cell has been installed to catch related damages.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of a 20 ml bd plastipak¿ syringe luer-lok¿ was found deformed prior to use. There was no report of exposure, serious injury or medical intervention.